Event description:
It was reported that the device had 20 intervals programmed for detection and two shocks were delivered for vf. After that, there was some undersensing and the patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis of the returned device showed normal function. A cardiac simulator was connected to the device. The device sensed and paced normally. No noise was observed on the real-time egm. The device's functionality was tested on the bench and on the automated electrical system. The device passed all tests. No anomalies were found. The results of product testing do not suggest that a device malfunction caused or contributed to the death of the patient.

Manufacturer narrative:
Additional analyses indicate there is no significant difference in the occurrence of undersensing between the low frequency attenuation (lfa) filter used in these devices and the tachy filter used in earlier generation devices. Review of stored electrograms from specific episodes containing undersensing demonstrates low amplitude signals that are not sensed due to amplitudes being below the programmed sensitivity threshold of the device. There was no evidence of device malfunction.